Event description:
Customer reports that pump overinfused heparin, 250cc was infused faster than expected. Discussion of this event with hosp staff revealed that there was no pt injury, and no medical intervention was required. Attempts were made to obtain add'l info from the reporting facility, details regarding the pt's age, sex and other specific pt info were not knwon. The pt was admitted from the ER with a heparin drip in progress that is documented by the ER nurse and the admitting nurse as infusing at 18 units/kg/hr (6 cc/hr). The pt is below the minimum on the preprinted weight based heparin order. The bolus does of heparin of 80 unit/kg (2400 units) amount was verified by the ER rn and the medical resident who was ordering the medication in the ER. The bolus was administered by giving the pt 24cc of the premixed heparin bag containing 100 units of heparin/ml instead of a bolus from a separate vial of medication. The ER rn stated the premixed bag was "practically full" when the pt was admitted. The admitting rn confirmed that the infusion bag appeared to be full on admission. The infusion pump on the bag of heparin was "cleared" (of the volume infused over a defined period and reset to zero) at 1500 hrs and the amount was recorded as 25 cc which had been infused since admission at 1500 hrs and the amount was recorded as 25 cc which had been infused since admission at 1130 hrs. The second time that the pump was cleared at 1600 hrs the amount recorded was 44cc. The certifed nursing assistant demonstrated the pump both times did not report the volume infused to the rn and it was not noticed by the rn at that time. The certifed nursing assistant demonstrated the pump clearing procedure accurately. At no other time was the pump cleared prior to the time that the IV bag was found to be totally infused. The rn on duty during day shift, stopped the heparin infusion at 1615 hrs to draw a repeat ptt, and resumed the administration at 6 cc/hr after that blood draw. She did not recall checking the fluid level in the bag at the time the infusion was restarted. Sometime, during the afternoon, the pharmacy student was in the unit and confirmed that the drip was infusing at 6 cc/hr. It is unclear at what time this confirmation took place. At 1745 the pump alarmed and the bag was noted to be empty. A total of 250 cc was apparently infused. The pt's lab results confirmed that the pt had received a large amount of heparin.